Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin, and the cartridge was fully depleted on the following day. Although requested, the customer declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.